Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that an occlusion alarm occurred. Also it was reported that the customer required assistance to treat blood glucose (bg) level. It was not provided if bg level was low or high. Reportedly, the customer replaced the cartridge and continued insulin therapy.